Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event on the first day of ilet pump use, with glucose trending down to a nadir of 69 mg/dl and device alerts indicating ¿urgent low soon¿ and ¿glucose dropping rapidly.¿ symptoms included dizziness, lightheadedness, and difficulty standing for prolonged periods. Outcomes included successful correction with oral carbohydrates (banana and cola) and stabilization to 96 mg/dl without medical intervention or hospitalization, with bystander assistance provided out of kindness. Investigation included customer care troubleshooting and user education regarding gradual correction to avoid overcorrection. Investigation of this case revealed no device malfunction and that the event was consistent with hypoglycemia of unclear cause during early use, with the device providing appropriate low-glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.